Event description:
I attempted to donate blood for oneblood. I was denied because the sensor detected that I was low on iron. This happened even though I had an actual blood draw, and iron was tested by quest laboratory on (B)(6) 2022 and the levels were well within acceptable range. Therefore, the sensors they are using are invalid. Actual blood test was done on the above date (B)(6) 2022 by quest diagnostics. FDA safety report ID# (B)(4).